Event description:
It was reported that an integrated apd set with a cassette-3 prong had a damaged cassette, which was noticed before use. The cassette was crushed, the plastic of the cassette tubing was damaged and the plastic on the actual cassette was broken. The customer did not notice any visible irregularities with the overwrap of the cassette. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This report is 3 of 3.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been evaluated as of yet. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).